Event description:
It was reported that a revision surgery was performed due to infection. Insert exchanged.

Manufacturer narrative:
The associated genesis ii c/r articular insert was not returned for evaluation. Therefore a product analysis could not be performed. After requests, smith and nephew has been unable to obtain the batch number. As device details were not made available, device history record and sterilization documentation review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. Although the type of bacteria (enterococcus faecalis) was provided, it is not sufficient for our clinical team to conduct a thorough medical investigation of the reported infection. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. Should the device or additional information be received, the complaint will be reopened and reevaluated.

Event description:
It was reported that patient had a revision surgery performed due to infection. Insert was exchanged, no further patient impact was reported.